Event description:
It was reported the patient had a urinary tract infection and it was a new illness or injury. It was stated the patient had back pain, fever, chills, nausea, scrotal pain, chest pain, pain with urination and increased urinary incontinence. The patient was prescribed levaquin, acetaminophen, zofran, morphine, hydrocodone/acetaminophen, cipro and pyridium. It was noted the patient¿s event resolved without sequelae on (B)(6) 2012. It was later reported the patient had ureterocele. The patient had a cystoscopy on (B)(6) 2012 and they also had right flank pain and dysuria.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-33, lot# v381109, implanted: (B)(6) 2010, product type: lead. (B)(4).